Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Customer was provided with a loaner display, while the unit is being returned to the company's repair ctr for further eval.